Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor sprint drug eluting stent and 2 non-mdt stents were implanted in the mid rca during the index procedure. Approximately 3 months post index procedure, the patient suffered ischemic cerebrovascular disease (stroke). The patient was treated with medication and recovered. The investigator reported that the event was not related to the study device or the study procedure.